Event description:
It was reported to boston scientific corporation that the patient was implanted with an unspecified sling during a cystocele repair procedure on (B)(6) 2008. On (B)(6) 2009, the patient had a repliform tissue regeneration matrix implanted. The implanting physician noted there was a large amount of mesh exposure from the previous mesh (type unknown) that was 'detached' (specifics unknown). The physician removed as much of the exposed mesh as possible before implanting the repliform. The patient returned for a post-operative visit on (B)(6) 2009, and was doing well with no reported issues. The patient reported a bladder infection on (B)(6) 2012, which was treated with macrobid (prescription duration unknown). The patient was scheduled to return on (B)(6) 2012 for a cystoscopy, but did not return.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.